Event description:
Ivt (intravenous therapy) at bedside for central line rounds. Ij (internal jugular) dressing saturated with clear fluid, leaking out of dressing into pts hair and onto bed. Triple lumen ij was running plasmolyte in red lumen and miv in the blue lumen. Primary rn notified. Dressing removed to assess. Pt has 2 white blisters on bottom of earlobe and is complaint of pain. L suture securing ij (internal jugular) showed erythema and moderate/severe pain near site. Fluids ran while dressing was off. Pt complained of pain immediately with restarting of fluids and there was visible leakage at the ij site. ICU team and bedside nurse aware. Line removed by md. No bleeding with line removal. Gauze and tegaderm placed at site. Ivt (intravenous therapy) placed piv (peripheral intravenous) with astodia light, successful 1 attempt. Ivt (intravenous therapy) obtained removed ij (internal jugular) to send to material management for assessment of break in line. Spectrum central venous catheter tray minocycline/rifampin antibiotic impregnated triple lumen.